Event description:
There was an allegation of a display issue with a coaguchek xs meter. The customer alleged the meter displayed an error "11." Unsuccessful attempts were made to clarify with the customer where on the display the error "11" was located. An error "11" is not an error the meter displays. Depending on where the issue was located on the display, the results field could be affected.

Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation.

Manufacturer narrative:
The customer did not return the meter. As the product was not returned for investigation, the cause of the event could not be determined.